Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Log file analysis revealed two (2) electrical fault alarms logged on (B)(6)2020 at 08:51:16 and 08:51:44 due to an open phase in the rear stator, resulting in the pump running on a single stator (front stator only). A high watt alarm was logged at 08:51:33, likely due to the increased power consumption associated with the pump running on a single stator. A vad disconnect alarm was logged at 08:51:48 on (B)(6) 2020 when the rear stator was already disconnected. So, at the point when the front stator also became disconnected, the controller may have been attempting another reactivation and momentarily lost commutation sync as the stator was disconnected triggering the vad disconnect alarm. Moreover, log file analysis revealed no alarms were logged for the past 14 days leading up to (B)(6) 2020; however the observed alarms on (B)(6) 2020 correlate with the reported event. As a result, the reported event was confirmed. Based on the available information and risk documentation, a possible root cause of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal connection between the driveline and the controller. Additional products: d1: controller 2.0 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 30-sep-2018 / serial #: (B)(4) UDI #: (B)(4).

Event description:
It was reported that the ventricular assist device (vad) exhibited an electrical fault and a vad stop associated with the controller exhibiting electrical fault and vad disconnect alarms. The vad and controller remain in use. No patient complications have been reported as a result of this event.